Event description:
Journal article: european society of cardiology: europace (2008) 10, 1442-1444 it was reported that during a angioplasty procedure, a vessel dissection occurred. The patient was having a transvenous left ventricle lead placement into the coronary sinus. A cardiac resynchronization therapy defibrillator was being implanted. Within a large posterolateral vein, low phrenic nerve stimulation thresholds were found. The only alternative smaller tortuous lateral branch showed a significant narrowing, making lv lead advancement impossible. Angioplasty was performed, using a venoplasty viva 3.0x20mm balloon, which caused complete branch occlusion, due to dissection. After recanalization of the vessel by implantation of a bare metal stent, the lead could be advanced through the stent. Optimal pacing parameters without phrenic nerve stimulation were established.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).